Manufacturer narrative:
Investigation is not complete. Although several attempts have been made, no medwatch 3500a has been received. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00118, 00119.

Manufacturer narrative:
Conclusion: product did not contribute to event. Complaint reviewed and analysis showed no trend. Device history record reviewed. Product not returned.

Event description:
Allegedly use issue.